Event description:
It was reported, approximately 24 months after a left total knee replacement procedure; the patient experienced pain. Subsequently, the patient underwent a left knee revision procedure. Post operative notes were provided. Post operative diagnosis noted prosthesis wear on tibial insert and aseptic loosening of the femoral component. The patient was awoken from anesthesia and transferred to the recovery room in stable condition. No additional information is available.

Manufacturer narrative:
D10: 02-012-60-1425, (B)(6) - logic stem ext 14mm x 25mm. 02-022-45-4030, (B)(6) - truliant tib fit tray cem sz 4f / 3t. 02-029-99-1001, (B)(6) - fluted headless pin 3.0" square head. 200-07-32, (B)(6) - advanced patella 32mm 3 peg implant. 204-70-00, (B)(6) - tibial stem ext. Screw. Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00981. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported in this event may have been due to the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening, prosthesis wear, and/or due to inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and prosthesis wear could not be confirmed. Additionally, potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.